Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was replaced not even two weeks ago because the previous ins battery ran out. Pt stated that they had the staples removed and that they were told that they could turn the ins on, however they had not been able to get the ins to turn on. Pt stated that the ins wasn't working since they couldn't feel the stimulation. Pt stated that they only had group a with program 1 available. Pt stated that they were in excruciating pain and that they just wanted to feel better. Pt confirmed that the ins was turned on. Pss suggested that the pt try increasing the stimulation; pt stated that the controller showed that the stimulation was increasing, however nothing was happening (the pt couldn't feel the stimulation); pt stated that the stimulation intensity was up to 10, however they still weren't feeling stimulation. Pt then stated that the check position option was grayed out in the controller menu; pss explained that the adaptivestim feature must be enabled and active in order for the check position option to be lit up and available. Pt then stated that the recharging option in the menu wasn't lit up either; pss explained that the ins must be recharging in order for the recharging option to be lit up and available. Pt stated that the ins worked perfectly before the battery died; pss clarified with the pt and pt confirmed that they were speaking of the previous ins working perfectly until the ins reached eos; pt stated that they hadn't felt anything (stimulation) since the 13th when the ins was replaced with their current ins. Pt noted that mdt rep, (B)(6) (last name unknown) was present for the ins replacement surgery. Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response. Pt then stated that they had seven herniated discs and that they used to take a lot of pain pills and had a patch; pt stated that because of the ins, they were down from 200 or more pills a month to just 100 pills and the patch. Pt stated that they loved their ins and that they never turned the ins off. Pt stated that they were not sleeping now and that they have gone almost 72 hours with probably less than 6 hours of sleep because they were in so much pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.